Event description:
It was reported that upon opening the box of a da vinci single site curved cannula, the shaft was able to rotate. The part that connects to the mount is not welded properly. There was no patient involvement.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the cannula accessory had a weld defect. The cannula was inspected and it was noticed that the tube can move with respect to the bowl feature. The weld that joins the tube and the bowl is cracked around the circumference. As orientation of the tube relative to the bowl is critical to product functionality, the cannula cannot be used. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the weld defect found during failure analysis if to recur, could cause or contribute to an adverse event.